Event description:
It was reported that the patient experienced syncope. It was noted that capture management decremented the outputs to an unspecified voltage, and there was no capture observed at the lower outputs. Reprogramming was performed to increase voltage to higher output and capture management was turned off. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.